Event description:
Nellcor puritan bennett receivedd information stating that a nurse call system failed to alarm when used in conjunction with the nellcor n200 pulse oximeter. The n-200 is no longer manufactured, and nellcor has included warning information that the n-200 is not intended for use with nurse call or other types of remote alarm systems wired to rs-232 pin 9 on the rear panel of the pi-200 powerbase. Some early customers received early versions of the n200 operator's manual which did not carry warnings that pin 9 will not alert a remote system of signal loss or sensor disconnect and only gives notice of alarm limit violations.